Event description:
It was reported that, the customer was hospitalized for low blood glucose. The customer was found unconscious. A functional check was performed on the insulin pump and all tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.